Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of baclofen at approximately 550 mcg/day and an unknown concentration of dilaudid at approximately 0.9 mg/day via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that there was something wrong with the patient's pump, the patient did not think that their pump was working right. The patient reported that they are shaking, their legs and stomach are trembling, they are stiff in the neck and shoulders, and they have headaches. The patient also reported swelling. The patient saw their healthcare provider (hcp) who stated that a roller study could not be done because the patient has too much fluid so the hcp could not see the results of the study. The hcp also reportedly would like to take the dilaudid out of the patient's pump so their pump only contains baclofen, but this has not yet occurred. The symptoms reportedly have lasted for at least a year. The patient was seeking a second opinion. No further complications were reported.